Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer was operating the chair outside, with their wife by their side, on a rural road. They were going up a gentle slope. The wife said the sensor allegedly malfunctioned and the chair switched to manual mode. The chair allegedly began rolling back down the hill. The wife tried to stop it but due to the weight of the chair and the user, she was unable. The chair rolled down the hill and veered to the side. When the chair veered, the client allegedly fell out of the chair.

Event description:
Provider alleges the consumer was operating the chair outside, with their wife by their side, on a rural road. They were going up a gentle slope. The wife said the sensor allegedly malfunctioned and the chair switched to manual mode. The chair allegedly began rolling back down the hill. The wife tried to stop it but due to the weight of the chair and the user, she was unable. The chair rolled down the hill and veered to the side. When the chair veered, the client allegedly fell out of the chair.

Manufacturer narrative:
Per provider: carried out assessment of the chair, including checking motors and brakes and seeing if anything was out of line on the chair. They deemed the chair was not damaged and was in good working condition.